Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a massive head bleed. Further information was requested but not provided.

Manufacturer narrative:
It was initially reported that the pump was returning for analysis; however, additional information received stated that the pump was not explanted. The lvad was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was found unresponsive at home by their spouse on the day of the event. The pump was not explanted as no autopsy was performed. The customer stated that the patient had a history of hypertension. No changes had been made to the patient¿s anticoagulation regimen prior to the event.